Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 16-50 (mg/dl). Glucose tablets and juice to treat low bg level. Reportedly, the customer's basal rate settings had been set too high and the customer delivers too much insulin for food boluses. Recommendation was made to consult with health care provider regarding diabetes management.